Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of the implantable pulse generator (ipg) was "worn out." The ipg was removed and replaced. No patient complications have been reported as a result of this event.